Event description:
Event description cpi received information that during a routine follow-up appointment, the physician was unable to establish telemetry with the implantable cardioverter defibrillator (ICD) and no tones could be obtained with the application of a magnet.